Event description:
The report rec'd from the USA stating that the device was "heating". The device was not being used in surgery. There was no reported pt or user injuries. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent.